Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of door latch error through observation of the door not fully latched alarm at power-up of the device. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door latch error. It was also reported that there was no pt involvement.